Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter was reading inaccurately at 8:45am on (B)(6) 2017, when she obtained an alleged inaccurately high blood glucose result of ¿135 mg/dl¿ on the subject meter compared to ¿95 mg/dl¿ on a onetouch ultra2 meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with unspecified type(s) of insulin which she self-adjusts. She reported that she injected insulin based on the result of 135 mg/dl on the subject meter. She indicated that she then drove to a doctor¿s appointment and had a ¿blackout¿ in the car, around 45 minutes after the insulin injection. She reported that when she woke up, the emergency medical services and police was on site. She reported that she has no recollection of what happened after the blackout, but assumes that somebody injected her with glucagon because when she tested in the afternoon the result was 300 mg/dl. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr also noted that the patient had used an approved sample site to obtain blood samples and she described the correct testing steps. The patient did not have control solution available to test the meter. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.